Event description:
Philips rec'd a report from a customer reporting that a smell from the ups, prior to the system being powered up for the day. The philips field service engineer confirmed that the system was not in used when the smell was noticed. There was no report of smoke or fire. There was no injury to pt, operator or bystander with this issue. Upon further investigation of the contents of the ups cabinet by the fse, there was battery acid leakage which was visible on the outside of the ups battery case. The battery acid leakage was contained by the facility's maintenance department and the battery was disposed of in a safe controlled manner.

Manufacturer narrative:
We will file a f/u MDR at the completion of the investigation. (B)(4).